Event description:
It was reported that, "dr wanted to remove insert and reposition it. Used the device to remove insert and broke both ends off of tool."

Manufacturer narrative:
Additional information has been requested and if received, will be submitted on a supplemental report.